Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the screen went black with a message displayed indicating that there was no communication, this happened when they tried to take an x-ray image. There was no patient present when this issue was identified. Onsite investigation was performed, it was discovered that the inner gantry covers were pushing against the lower covers, also the field system engineer suspected that the mobile view station (mvs) umbilical cable, foot-switch, and hand-switch contributed to the reported issue. Replacement of the cable, foot-switch, hand-switch along with adjusting the covers resolved the issue. No further issues were reported. Returned parts were not returned to manufacturer for analysis, therefore, findings will not be possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the screen went black with a message displayed indicating that there was no communication, this happened when they tried to take an x-ray image. There was no patient present when this issue was identified.